Event description:
Related manufacturer reference number: 2017865-2021-37855. It was reported that the patient presented for follow-up in clinic. It was noted that the right ventricular (rv) and right atrial (ra) leads were fractured which lead to complete loss of capture on them both. It was also noted that the rv lead had high pacing impedance. The patient was asymptomatic. Both the rv and ra leads were capped on (B)(6) 2021, but only the rv lead was replaced. The patient was stable throughout the procedure.